Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011 this report is filed november 29, 2016. - attachment: [63668-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on october 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use, subsequent to sustaining a head injury, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016.